Event description:
A report was received that the patient will undergo a pocket revision due to premature battery depletion.

Event description:
A report was received that the patient will undergo a pocket revision due to premature battery depletion.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, performance and photographic imaging tests performed. The complaint of difficulty charging was confirmed. Sleep current was slightly out of the expected range. Depletion rate with stimulation turned off was slightly higher than expected. It was determined this slightly higher than normal current drain was from the analog/digital integrated circuit (ic) section of the ipg electronics. It could not be determined conclusively, which ic is the root cause of the failure as both components are covered in epoxy which makes test points inaccessible, and troubleshooting to specific component level was not possible. The ipg passed all other functional tests.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement. The patient was receiving adequate stimulation following the procedure.

Event description:
A report was received that the patient will undergo a pocket revision due to premature battery depletion.